Event description:
It was reported that the pt presented symptoms a week after the device was implanted, including headache, nausea, vomiting, increasing somnolence, and decrease in cognition. The shunt was explanted.